Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh033134n. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: nlh033134n. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 h3: analysis of the 97745 battery pack (lot number nlh033134n) revealed that the front case was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was pt stated they needed a new li battery as there was no light on the controller showing it was charging, and confirmed the screen was blank as of a couple days ago. Pt later said they had been having trouble charging the controller from the ac power supply for a year and that charging would work off and on. Pt pushed buttons, but nothing came on the screen. Pt plugged controller in without li battery and reported the screen turned on. Pt then reinserted li battery, but reported the light on top was solid yellow, not blinking green. Pt inspected ac power supply plug, controller port and battery compartment, but did not see any damage. Pss asked, pt said they would get a green flashing light when controller was charging prior to this and they had been noticing the controller battery life decreasing. The issue was not resolved. An email was sent to the repair department to replace the li battery. No symptoms were reported.